Event description:
The device was removed due to a "malfunction". As reported to co, the pump/cylinder and some assembly kit component(s) only were removed and replaced; leaving inplace the reservoir component.